Event description:
It was reported that the patient was experiencing inadequate pain relief and that the ipg needed to be charged more. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred more than six months ago from the date the manufacturer became aware of the event.